Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had insulin flow blocked alarm. Customer¿s current blood glucose is 454 mg/dl. The customer treated with the insulin pump. The customer performed troubleshooting for the insulin flow blocked alarm declined for high blood glucose. The customer stated that the insulin exited and that issue was resolved by changing complete set. The product will not be returned for analysis.